Event description:
It was reported that customer's insulin pump had a button error. Customer was riding a horse and fell off, landing on her insulin pump. The buttons are unresponsive and the display is blank. Customer's blood glucose was 8.0 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had missing segments due to cracked and bleeding on lcd glass. All the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. No blank display noted. Insulin pump had a cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).